Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain and failed back surgery syndrome. The patient reported that a manufacturer¿s representative (rep) told him last week, he could see him towards the end of last week and check it out, if he ever had a problem with it but he never had called. The patient reported that he thought he may have damaged it in the gym lifting weights. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.